Event description:
Customer reported the outer hose was faulty. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device coupling and hose were damaged, hose cut while improperly handled. The device exceeded the expected temperature. The device was repaired and returned to customer on (B)(4) 2012.